Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr glidesheath slender sheath kinked at the valve. The physician reported having issues delivering the radial cocktail through the port and had to open an additional glidesheath slender. The patient condition is good. The procedure outcome was successful. There were no devices or other equipment used with the glidesheath slender device. Additional information was received on november 15, 2018. A left heart catheterization was the procedure being completed.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update and provide the completed investigation results. One 6fr glidesheath slender was returned for evaluation. The sheath was mated with the dilator. Visual inspection revealed a kink at the base of the hub of the sheath. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that off axis forces caused the damage observed on the returned device. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.